Event description:
This lv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2012, states that rep is doing an implant with dr. (B)(6), due at (B)(6). Patient has high lv threshold. The lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).